Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all the internal wires were broken. The root cause of these fractures is unknown as there was no report of the patient having had a fall, trauma or accident prior to the allegation.

Event description:
It was reported patient's lead had high impedances due to fracture at the proximal side. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.